Event description:
A monarc sling was implanted in 2009. On (B)(6) 2011, it was reported that the device eroded into the vagina and caused "bladder and ureter damage." Also, an "extreme amount of scar tissue" in the vagina causes "extreme" dyspareunia. Emergency surgery was done to remove the sling and reportedly there has been four additional surgeries to correct these problems.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.